Manufacturer narrative:
Concomitant medical products: 694265 lead, implanted (B)(6) 1999; 4555-90, lead (B)(6) 2011.

Event description:
It was reported that right atrial (ra) lead exhibited undersensing. The lead remains in use. No patient complications have been reported as a result of this event.